Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer's blood glucose level was 395 mg/dl, however the customer indicated that the event unlikely was the cause of bg impact. The customer had delivered a correction bolus. Reportedly, the customer was on medication recently for a kidney transplant.